Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during transport 2 bd vacutainer® edta 2k tubes leaked from the cap during transport. Samples were recollected and there was no additional report of patient impact.

Event description:
It was reported that during transport 2 bd vacutainer® edta 2k tubes leaked from the cap during transport. Samples were recollected and there was no additional report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 12-jul-2024. Investigation summary: material #: 367846, lot/batch #: 3318798. Bd received 3501 unused samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for blood leak with the incident lot was not observed. Additionally, (B)(4) customer samples along with (B)(4) retention samples from bd inventory, were evaluated by visual examination and 10 each were selected for functional testing. No issues were observed relating to blood leak as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode blood leak. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.